Event description:
During a follow up call, a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius that they underwent hernia repair surgery. There was no specific allegation that the event was related to a deficiency or malfunction of any fresenius product(s). Upon follow up with the patient¿s pd registered nurse, it was confirmed the patient underwent an inguinal hernia repair on (B)(6) 2021. The patient was admitted overnight for post-operative observation due to their age. The patient underwent one hemodialysis (hd) treatment on a hospital provided hd machine (unknown brand and model) during the overnight hospital stay and was discharged to home the following day. It was explained the patient¿s inguinal hernia preexisted the start of dialysis and the patient opted to wait for corrective surgery as the hernia produced no symptoms. The patient decided to undergo the hernia repair surgery to support their activities of daily life and not due to complications involving ccpd therapy. It was affirmed pd therapy had not exacerbated the patient¿s hernia as the hernia presented no complications to pd therapy. The patient recovered from the procedure and remains asymptomatic. It was confirmed the patient¿s inguinal hernia, the associated corrective procedure and hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the adverse event of the patient¿s inguinal hernia, as the patient¿s hernia preexisted the start of pd therapy. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s inguinal hernia cannot be determined; however, it can be determined this event was not due to the use of any fresenius product(s) or device(s) as a temporal relationship does not exist. Though the source of the patient¿s hernia is unknown, it is well known a majority of hernias occur prior to the start of pd therapy. Therefore, the liberty select cycler can be excluded as a source of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a follow up call, a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius that they underwent hernia repair surgery. There was no specific allegation that the event was related to a deficiency or malfunction of any fresenius product(s). Upon follow up with the patient¿s pd registered nurse, it was confirmed the patient underwent an inguinal hernia repair on (B)(6) 2021. The patient was admitted overnight for post-operative observation due to their age. The patient underwent one hemodialysis (hd) treatment on a hospital provided hd machine (unknown brand and model) during the overnight hospital stay and was discharged to home the following day. It was explained the patient¿s inguinal hernia preexisted the start of dialysis and the patient opted to wait for corrective surgery as the hernia produced no symptoms. The patient decided to undergo the hernia repair surgery to support their activities of daily life and not due to complications involving ccpd therapy. It was affirmed pd therapy had not exacerbated the patient¿s hernia as the hernia presented no complications to pd therapy. The patient recovered from the procedure and remains asymptomatic. It was confirmed the patient¿s inguinal hernia, the associated corrective procedure and hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.